Event description:
It was reported by the customer "an issue where the wire that comes with the micro-introducer kit would not advance through the peel-away sheath. She states the end of the wire 'felt buckled'. The issue happened twice with micro-introducer kits from the same box." This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.